Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint: (B)(4).

Event description:
It was reported, this adult female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" study ID# (B)(4). "On an unknown date, the patient started nova sure at an unspecified dose and frequency. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 5 months 12 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2018) and surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and pelvic pain had resolved."